Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain (constant pelvic pain) / consistent") and peptic ulcer ("peptic ulcer") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included gerd in 2012, fibromyalgia and depression. Patient denies tobacco use, denies .heavy alcohol consumption. Previously administered products included for an unreported indication: alprazolam, atorvastatin, proair inhaler, prenatal vitamins and montelukast. Concurrent conditions included drug abuse. Concomitant products included alprazolam (xanax), hydroxyzine hydrochloride (vistaril), lamotrigine (lamictal) and venlafaxine (effexor) for bipolar disorder and obsessive-compulsive disorder, omeprazole since 2012 for gerd, trazodone and venlafaxine hydrochloride for obsessive-compulsive disorder and bipolar disorder as well as gabapentin since 2016. On (B)(6)2010, the patient had essure inserted. In november 2010, the patient experienced mood swings ("hormonal changes (mood swings)") and somnolence ("hormonal changes (grogginess)"). In december 2010, the patient experienced migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue"), headache ("headaches (more headaches) / headaches"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In january 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ cramping") and weight decreased ("weight loss"). In april 2011, the patient experienced depression ("depression worsened with essure"). In may 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) (vaginal, uti)/ uti/ yeast infection") and vaginal infection ("infection (bladder/urinary tract/vaginal) (vaginal, uti)"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), peptic ulcer (seriousness criterion medically significant), fungal infection ("uti/ yeast infection"), abdominal distension ("abdominal distention"), constipation ("constipation"), hyperhidrosis ("sweating") and feeling abnormal ("brain fog (bad short term memory)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6)2016). Essure was removed on (B)(6)2016. In 2016, the headache, hyperhidrosis and feeling abnormal had resolved. At the time of the report, the pelvic pain, urinary tract infection, fungal infection, vaginal infection, dysmenorrhoea, dyspareunia, abdominal distension and constipation had resolved and the peptic ulcer, mood swings, somnolence, depression, migraine, nausea, vaginal discharge, fatigue, weight decreased, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal distension, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fungal infection, headache, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, pelvic pain, peptic ulcer, somnolence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results: current weight 130 lbs. Approximate weight at the time of essure placement 125 lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: plaintiff fact sheet received: added new reporter. Added new events vaginal hemorrhage, menorrhagia, peptic ulcer. Event gastrointestinal disorder was deleted as the gastrointestinal events were specified. Added onset date for dyspareunia, fatigue, nausea, mood swings, somnolence, weight decreased, depression, vaginal discharge, dysmenorrhea, vaginal infection, urinary tract infection. On (B)(6)2018: quality safety evaluation of product technical complaint (ptc). Updated of FDA evaluation codes and addition of ptc reference number. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain (constant pelvic pain) / consistent") and peptic ulcer ("peptic ulcer") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included gerd in 2012, fibromyalgia and depression. Patient denies tobacco use, denies .heavy alcohol consumption. Previously administered products included for an unreported indication: montelukast, prenatal vitamins, alprazolam, atorvastatin and proair inhaler. Concurrent conditions included drug abuse. Concomitant products included alprazolam (xanax), hydroxyzine hydrochloride (vistaril), lamotrigine (lamictal) and venlafaxine (effexor) for bipolar disorder and obsessive-compulsive disorder, omeprazole since 2012 for gerd, trazodone and venlafaxine hydrochloride for obsessive-compulsive disorder and bipolar disorder as well as gabapentin since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced mood swings ("hormonal changes (mood swings)") and somnolence ("hormonal changes (grogginess)"). In (B)(6) 2010, the patient experienced migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue"), headache ("headaches (more headaches) / headaches"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ cramping") and weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced depression ("depression worsened with essure"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) (vaginal, uti)/ uti/ yeast infection") and vaginal infection ("infection (bladder/urinary tract/vaginal) (vaginal, uti)"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), peptic ulcer (seriousness criterion medically significant), vulvovaginal mycotic infection ("uti/ yeast infection"), abdominal distension ("abdominal distention"), constipation ("constipation"), hyperhidrosis ("sweating") and feeling abnormal ("brain fog (bad short term memory)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. In 2016, the headache, hyperhidrosis and feeling abnormal had resolved. At the time of the report, the pelvic pain, urinary tract infection, vulvovaginal mycotic infection, vaginal infection, dysmenorrhoea, dyspareunia, abdominal distension and constipation had resolved and the peptic ulcer, mood swings, somnolence, depression, migraine, nausea, vaginal discharge, fatigue, weight decreased, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal distension, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, pelvic pain, peptic ulcer, somnolence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight decreased to be related to essure. Diagnostic results: current weight 130 lbs. Approximate weight at the time of essure placement 125 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain (constant pelvic pain)") in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included gerd in 2012. Previously administered products included for an unreported indication: montelukast, prenatal vitamins, alprazolam, atorvastatin and proair inhaler. Concomitant products included alprazolam (xanax), hydroxyzine hydrochloride (vistaril), lamotrigine (lamictal) and venlafaxine (effexor) for bipolar disorder and obsessive-compulsive disorder, trazodone and venlafaxine hydrochloride for obsessive-compulsive disorder and bipolar disorder as well as gabapentin since 2016. On (B)(6) 2010, the patient had essure (ess205) inserted. On an unknown date, 5 years 9 months after insertion and 1 day after removal of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced mood swings ("hormonal changes (mood swings)"), somnolence ("hormonal changes (grogginess)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) (vaginal, uti)/ uti/ yeast infection"), fungal infection ("uti/ yeast infection"), vaginal infection ("infection (bladder/urinary tract/vaginal) (vaginal, uti)"), depression ("depression"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), abdominal distension ("abdominal distention"), constipation ("constipation"), headache ("headaches (more headaches)"), hyperhidrosis ("sweating") and feeling abnormal ("brain fog (bad short term memory)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. In 2016, the headache, hyperhidrosis and feeling abnormal had resolved. At the time of the report, the pelvic pain, urinary tract infection, fungal infection, vaginal infection, dysmenorrhoea, dyspareunia, abdominal distension and constipation had resolved and the mood swings, somnolence, depression, migraine, nausea, vaginal discharge, fatigue, weight decreased and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fungal infection, gastrointestinal disorder, headache, hyperhidrosis, migraine, mood swings, nausea, pelvic pain, somnolence, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure (ess205). Diagnostic results: current weight 130 lbs. Approximate weight at the time of essure placement 125 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporter added. Historical drug, historical condition and concomitant medications added. Essure indication updated. New events hormonal changes (mood swings), hormonal changes (grogginess), infection (bladder/urinary tract/vaginal) (vaginal, uti)/ uti/ yeast infection, depression, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight loss, abdominal distention, constipation, gastrointestinal or digestive system condition and she didn¿t undergo an essure confirmation test , headaches (more headaches) , sweating , brain fog (bad short term memory) were added. Lab data updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain (constant pelvic pain) / consistent') and peptic ulcer ('peptic ulcer') in a 44-year-old female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included fibromyalgia, depression, multigravida, parity 3, tonsillectomy, dysplasia, back pain and allergic rhinitis. Patient denies tobacco use, denies. Heavy alcohol consumption. Previously administered products included for an unreported indication: montelukast, prenatal vitamins, alprazolam, atorvastatin, and proair inhaler. Concurrent conditions included gerd since 2012 and drug abuse. Concomitant products included alprazolam (xanax), hydroxyzine hydrochloride, lamotrigine (lamictal) and venlafaxine hydrochloride (effexor) for bipolar disorder and obsessive-compulsive disorder, omeprazole since 2012 for gerd, trazodone since 1994 and venlafaxine hydrochloride since 1994 for obsessive-compulsive disorder and bipolar disorder as well as alprazolam, fluticasone propionate (flonase), gabapentin since 2016, gliclazide (claritin), medroxyprogesterone acetate (depo-provera), metronidazole benzoate (flagyl), sulfamethoxazole;trimethoprim (bactrim ds) and venlafaxine. In 2010, the patient experienced peptic ulcer (seriousness criterion medically significant) and constipation ("constipation"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced mood swings ("hormonal changes (mood swings)") and somnolence ("hormonal changes (grogginess)"). In (B)(6) 2010, the patient experienced migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue"), headache ("headaches (more headaches) / headaches"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ cramping") and was found to have weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems - conditions: depression worsened with essure"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) (vaginal, uti)/ uti/ yeast infection") and vaginal infection ("infection (bladder/urinary tract/vaginal) (vaginal, uti)"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced vulvovaginal mycotic infection ("uti/ yeast infection"), abdominal distension ("abdominal distention"), hyperhidrosis ("sweating") and feeling abnormal ("brain fog (bad short term memory)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. In 2016, the headache, hyperhidrosis and feeling abnormal had resolved. At the time of the report, the pelvic pain, urinary tract infection, vulvovaginal mycotic infection, vaginal infection, dysmenorrhoea, dyspareunia, abdominal distension and constipation had resolved and the peptic ulcer, mood swings, somnolence, depression, migraine, nausea, vaginal discharge, fatigue, weight decreased, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal distension, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, pelvic pain, peptic ulcer, somnolence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight decreased to be related to essure. Diagnostic results: current weight 130 lbs. Approximate weight at the time of essure placement 125 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:vaginal discharge. Lot number: 740647. Manufacturing date: 2010/05. Expiration date: 2013/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain (constant pelvic pain) / consistent') and peptic ulcer ('peptic ulcer') in a 44-year-old female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo an essure confirmation test". The patient's medical history included fibromyalgia, depression, gravida ii, parity 3, tonsillectomy, dysplasia, back pain and allergic rhinitis. Patient denies tobacco use, denies .heavy alcohol consumption. Previously administered products included for an unreported indication: montelukast, prenatal vitamins, alprazolam, atorvastatin and proair inhaler. Concurrent conditions included gerd since 2012 and drug abuse. Concomitant products included alprazolam (xanax), hydroxyzine hydrochloride, lamotrigine (lamictal) and venlafaxine hydrochloride (effexor) for bipolar disorder and obsessive-compulsive disorder, omeprazole since 2012 for gerd, trazodone since 1994 and venlafaxine hydrochloride since 1994 for obsessive-compulsive disorder and bipolar disorder as well as alprazolam, fluticasone propionate (flonase), gabapentin since 2016, gliclazide (claritin), medroxyprogesterone acetate (depo-provera), metronidazole benzoate (flagyl), sulfamethoxazole;trimethoprim (bactrim ds) and venlafaxine. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced peptic ulcer (seriousness criterion medically significant) and constipation ("constipation"). In november 2010, the patient experienced mood swings ("hormonal changes (mood swings)") and somnolence ("hormonal changes (grogginess)"). In december 2010, the patient experienced migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue"), headache ("headaches (more headaches) / headaches"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In january 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ cramping") and was found to have weight decreased ("weight loss"). In april 2011, the patient experienced depression ("psychological or psychiatric problems - conditions: depression worsened with essure"). In may 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) (vaginal, uti)/ uti/ yeast infection") and vaginal infection ("infection (bladder/urinary tract/vaginal) (vaginal, uti)"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced vulvovaginal mycotic infection ("uti/ yeast infection"), abdominal distension ("abdominal distention"), hyperhidrosis ("sweating") and feeling abnormal ("brain fog (bad short term memory)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. In 2016, the headache, hyperhidrosis and feeling abnormal had resolved. At the time of the report, the pelvic pain, urinary tract infection, vulvovaginal mycotic infection, vaginal infection, dysmenorrhoea, dyspareunia, abdominal distension and constipation had resolved and the peptic ulcer, mood swings, somnolence, depression, migraine, nausea, vaginal discharge, fatigue, weight decreased, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal distension, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, pelvic pain, peptic ulcer, somnolence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight decreased to be related to essure. Diagnostic results: current weight 130 lbs. Approximate weight at the time of essure placement 125 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:vaginal discharge. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record was received. Lot number (740647), reporter information, medical history, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure (ess205) inserted. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2016, 10 years 9 months after insertion of essure (ess205), the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure (ess205). Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.